Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynx control vascular closure device, button 1 was difficult to depress. The device will not be returned for analysis.

Manufacturer narrative:
Please note the UDI update. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt

Manufacturer narrative:
Upon review, the reported event was re-classified from button #1 issue to actuation difficulty. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.